Event description:
A customer contacted stryker to report that the battery charge of their device would not retain and suddenly dropped to 0. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that the battery charge of their device would not retain and suddenly dropped to 0. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. The technician notes that the lp1000 device is older than 8 years and that it may contribute to the battery depletion, conclusion cause of the reported issue could not be determined. Proper device operation was observed through functional and performance testing, the device was subsequently returned to the customer for use.